Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the touchscreen was defective at one location. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15mar2019, date rec¿d by MFR : 13mar2019. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.